Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with an unknown size unknown saline implant smooth and experienced left side breast implant deflation diagnosed after physical exam. As a result, the patient underwent left side explantation and replacement with catalog number 3501650; serial number (B)(4) on (B)(6) 2016.